Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump battery could not be charged. Customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was approximately 439 mg/dl.